Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was advised to change entire set, reservoir and insulin and treat. Customer was treated with insulin pens. The customer was admitted to the hospital. The customer is experiencing the symptoms of feeling sick, can't walk, tumbling. The customer cause of emergency room visit was almost diabetic ketoacidosis. The customer stated that he is disable and doesn't want to troubleshoot. The customer stated that the doctor refer to call medtronic to ask for warranty and get a new pump. The customer was advised to discontinue use of the pump and revert to a back up plan. The insulin pump is going to be replace.